Manufacturer narrative:
A4. Patient weight unknown. Product status: the device remains implanted, supporting the patient at the time of the MDR writing, and therefore, evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with an cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and experienced some complications requiring intervention, the patient was initially implanted with an impella cp device for unloading for 11 days before being escalated to the impella 5.5 device. The patient was successfully weaned from extracorporeal membrane oxygenation (ECMO) and decannulated. The patient was on multiple pressers/inotropes, intubated, and sent to the unit to recover. On the unit it was noted the 12fr sheath would be removed when practical. The axillary pocket was left open and packed with two jackson-pratt drains. Later this day, there was evacuation of a hematoma from the pocket and replacement of jackson-pratt drains. The patient continued on support. Four days thereafter, the patient was noted to be having fevers due to cholecystitis and bronchial cultures were positive. The patient was started on antibiotics and tylenol. The patient was unable to be extubated and was trached. Fevers continued; the patient was placed on a cooling blanket. Now, approximately four days later, a fasciotomy closure took place and blood products were given. Restart of heparin was planned for the following day. However, two days later a lower gastrointestinal bleed was noted. It cannot be determined if the use of anticoagulant for use of the impella device impacted/exacerbated the out of the bleed for the patient. Blood products were administered, the patient remained on performance level p-7 with plan to continue cardiac rehabilitation.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, peri-procedural adverse events: fever, in order to make a root cause determination, essential clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Access site bleeding: the root cause of access site bleeding could not be determined since the product was not returned, and insufficient clinical details were provided. Vascular injury: the root cause of vascular injury cannot be determined since the product was not returned, and insufficient clinical details were provided. Regarding the pump stop: the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. No logs are available. H6: investigation: type, findings and conclusion codes and h6: component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
Additional information was received and noted the support concluded for the patient. Consequently, the device explant date was shared. D.6b was updated accordingly. Additional information was received. B.5 and h.6 codes were updated accordingly. D.3 manufacturer name should not have contained a number behind it on the initial manufacturer report. E.1 initial reporter address line 2 and zip code extension were added as they were inadvertently omitted from the initial manufacturer report.

Event description:
Additional information was received. The patient was transported to another facility. Upon automated impella controller (aic) transfer, it was noted to have an impella defective alarm. The aic was attempted to be switched multiple times with no ability to restart. The impella 5.5 was explanted due to the event and the patient was medically managed.

Manufacturer narrative:
Additional information was received from the field clinical rep and the following was noted: the cholecystitis and positive cultures were not related to impella. However, the cause was still unknown. An opportunity to obtain more of the patient's health did not present itself. Section h6 investigation coding remains unchanged. Should the device or any new information be received, a supplemental MDR will be filed.